Event description:
It was reported that a healthcare professional (hcp) phoned in inquiring about right ventricular (rv) lead oversensing being seen during a real time egm. Programming options were presented and follow-up with the clinic revealed reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.